Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of the overinfusion was not duplicated or confirmed. The device passed all visual and functional tests.

Event description:
A 20 year female patient was admitted to the labor and deliver unit to give birth. A flogard pump was used to administer pitocin to her. Another pump was administering an epidural to the patient. The nurse noticed that the patient received a 200-300 cc bolus of pitocin at a concentration of 10 units/ 1000cc of fluid. The patient did not endure hyper-contractions and she delivered the baby several hours later without any complications. The baby and patient were fine.